Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The caller who had called about MRI compatibility reported that the patient reported the device hadn¿t worked in ¿several years.¿ it was reviewed that the patient may not be able to connect to the ins with the patient programmer and if the facility was unwilling to scan them that the patient should be redirected to their health care professional (hcp). No further complications were reported at this time.